Event description:
A customer in the united states notified biomérieux of a misidentification associated with the vitek® 2 gp test kit. The customer reported the blood culture isolate identified as granulicatella elegans; the test was repeated and identification on same isolate and three (3) additional blood culture isolates. All four (4) additional identifications using the vitek® 2 gp card lot#2420261403 were granulicatella elegans and reported to provider. The provider requested sensitivities to be sent to a reference laboratory for additional testing. The reference laboratory asked to perform identification along with sensitivities since the reference laboratory did not believe the isolate to be a granulicatella. The reference laboratory identified the isolate as enterococcus faecalis. This identification prompted a repeat vitek® 2 gp card identification. The repeat identification was granulicatella elegans two (2) times. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: the submitted isolate was subcultured and gp testing included two cards from the customer's lot (2420261403) and two cards from a random lot (2420024103). Additional testing included the vitek® ms. All four (4) gp cards tested resulted in excellent identification of granulicatella elegans, duplicating the customer's results. The vitek® ms testing resulted in an identification of enterococcus faecalis with a 99.9% confidence value. Review of the granulicatella elegans data against expected reactions for enterococcus faecalis showed five atypical negative reactions (amy, aglu, dmal, novo, and dmne ) according to the gp knowledge base contributing to the misidentification. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. This is an atypical strain.